Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 27-mar-2019 with the following findings: a review of the daily insulin delivery totals correctly reflected user's programmed basal rates. No activity outside normal use was observed in the black box or download history. The pump was exercised at 1 unit an hour for 24 hours. At the end of the 24 hours the pump history correctly showed 24 units delivered. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a history/settings inaccurate delivery issue. It was reported that the basal history did not match the active basal program. The reporter noted that the patient experienced elevated blood glucose (bg) over 250 mg/dl but under 500 mg/dl with no reported additional signs or symptoms of hyperglycemia. This incident does not meet animas' definition of an adverse event and there was no indication that the product caused or contributed to an adverse event. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported as an issue with the pump not performing as intended with regards to the history or the settings may result in over or under delivery.